Event description:
It was reported that the urinary catheter was placed for 9 hours and when the patient laid flat on their bed, the foley catheter prolapsed on its own. Upon checking the catheter, it was found that the catheter had ruptured, and the balloon part was intact. Per customer follow up via email on 26mar2024, it was reported that the air bag ruptured and fell off on its own.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be due to user rough handling (eg: pulled out by user, use of sharp object, operator error, stripping error). A potential root cause for this failure mode could be, operator error or machine malfunction (level sensor faulting) causing stripping difficulties. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. The instructions for use were found adequate and state the following: scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urinary catheter was placed for 9 hours and when the patient laid flat on their bed, the catheter prolapsed on its own. Upon checking the catheter, it was found that the catheter had ruptured, and the balloon part was intact.